Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker was found to be in backup vvi mode through a merlin.net alert on (B)(6) 2021. Upon interrogation, the patient's device could not be recovered from backup vvi mode, and the physician elected to replace the device. The explant procedure was performed on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.